Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife experienced low blood glucose. Blood glucose reading was 40 mg/dl. The customer stated they were working and did not eat properly. Customer treated for their low blood glucose with food. The customer's husband was asked for troubleshoot for the low blood glucose incident but they said no need for it. It was unknown if the customer was using auto mode or not. The pump will not be returned for analysis.